Manufacturer narrative:
Concomitant medical products: 2088tc46 st jude lead, implanted: (B)(6) 2013, cd3269-40q crtd, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and undersensing leading to loss of pacing on the right atrial (ra) lead was noted. Dislodgement was confirmed by x-ray. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.